Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s). We got an email from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the kits, so this is an out of box issue. When the customer performed the test correctly, nothing appeared next to the c-line or the t-line. The customer has thrown away the test cassettes and boxes question, so I could not obtain any additional info or pictures. I advised the customer that I would forward the information to the complaint team for review. The customer does not want to be contacted by acon labs via email or phone.